Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue has been confirmed through testing. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath upon removal of the dilator. The sheath was replaced and the cryoablation procedure was successfully completed with the replacement sheath. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.